Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The unit also had a missing end cap sticker and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had an unresponsive button; this has gone on for three weeks leading up to the call. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.